Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead displayed high, out of range shock impedance measurement. The rate/sense portion of the lead was still functioning normally; however, the device as well as the leads were explanted and were successfully replaced thereafter. Additional information states that the source of impedance was not determined as the lead came out in pieces. The system is out of service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough evaluation of this lead was performed. A visual inspection of the lead was out of specification. The blood/ bloody fluid were noted in the helix housing and in the lumens. The lead was stretched and wavy in the tip segment appeared to have been pulled with force. The allegation was confirmed and it also appeared that the calcification had built up on the lead¿s shocking coils creating a non-conductive barrier between the lead¿s shocking coils and the patient¿s heart tissue, thereby gradually increasing the impedance seen by the device over time.